Manufacturer narrative:
There was no button error alarm noted. The act button did not respond due to corroded keypad trace. There was no moisture damage on electronics noted. The insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube.

Event description:
Customer reported that her blood glucose was 140 mg/dl. Customer stated that her insulin pump was suspended for about and hour and buttons were not working correctly. Customer stated that it was alarming button error buttons were not responding and she was unable to clear the alarm. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).